Event description:
While removing excess cement from around a total knee prosthesis using the cautery blade on the handle, the surgeon accidentally activated the cautery causing a spark which produced a small flame on the cement which was being pulled away from the implant by the surgical assistant. It was extinguished by the assistant closing her gloved hand over the flame. The flame did not touch the patient.